Manufacturer narrative:
The biomed replaced the power management board to address the reported issue. Failure analysis on the returned power management board shows that the power management (pm) pcba was tested and no failures were identified.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator is giving auxiliary alarm supply failed error. It is unknown if the unit was in use on patient, but the customer reported there was no patient harm.